Event description:
Patient reported in last shipment the needle was bent and when she tried to administrate blood went everywhere and in tubing. Unknown if pt missed a dose. No adverse event reported. Unknown if available for return or if md aware. No further information provided. Reported to (B)(6) by pt/caregiver.